Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent bolus express and up buttons response due to moisture damage keypad traces. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 306 mg/dl. The customer stated that the up, down, act and escape button does not work properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.